Event description:
It was reported that a dell handheld computer would not function when the physician was trying to use it during an implant in the or. Troubleshooting did not resolve the issue, and it was thought that there was a possible battery failure. A week later, a company rep tried troubleshooting again on the handheld with no reaction. However, for no apparent reason, the handheld powered on and appeared to be functioning properly. The product has been returned to the manufacturer and is undergoing analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.